Manufacturer narrative:
(B)(4): the customer reported the battery jammed and was not detected. There was no reported adverse patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery jammed and was not detected. There was no reported adverse patient impact.